Manufacturer narrative:
Patient information and event date were requested, but the customer did not provide.

Event description:
The customer reported that the ventilator went vent inop while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm reported.